Event description:
It was reported that approx three years post ivc filter implant, the patient presented to the ER with abdominal pain. CT scans demonstrated one limb had detached and was located in the hepatic vein. Multiple leg penetrations into the aorta and duodenum were also identified. However, there was no extravasation. Reportedly, one filter limb extended 1.8cm outside the cava wall. Attempts to retrieve the filter were not performed. The patient is currently in stable condition with mild abdominal pain.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a device eval could not be performed. The investigation is currently underway.